Manufacturer narrative:
(B)(4). Batch # n5426y. Additional information was requested and the following was obtained: how did the stapler fail? The stapler did not function correctly. Did the device staple? No. Was the staple line complete? Yes. Did the device cut? Not totally. Was the cutline complete? No. Were the staples formed in the proper b form shape? No. What color cartridge was being used? Gold. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line interrupted (some staples not deployed) but the device fully cut? The analysis found that the ec60a device was received in good visual condition and with an ecr60d cartridge reload present . The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the customer reported stapler fault. Unknown how case was completed. There were no adverse consequences for the patient.